Event description:
This report is to advise of a fracture noted during analysis.

Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 2-3 no longer met specifications for optical properties, and a thermocouple signal loss error and no contact force were displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed optical fibers 2-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The catheter shaft material had been fractured just distal to electrode ring 3 and the deformable body thermocouple (tc2) had been fractured at the location of the fracture in the shaft material, consistent with the observed error message, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector. The cause of the deformation of the tip assembly remains unknown.